Event description:
It was reported that a physician in training attempted arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. The sheath stopped splitting half way down, restarted, and stopped again at the tip. The thumb advancer could not be completely pushed down and the vessel locator wings did not retract. The safety release button did not engage. The device was removed and hemostasis was achieved with manual compression. There were no adverse patient effects. No additional information available.

Manufacturer narrative:
The device was received. The investigation is not completed. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.